Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the clinic for device check. Elevated capture and intermittent capture were noted. Device was reprogrammed. The issue was resolved, and there were no adverse consequences to the patient.